Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see h.10

Event description:
It has been reported that one unspecified bd¿ containment tube has been found experiencing underfill during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the tube did not fit correctly as the tube would not fill. Spoke with a patient who called last week because she believed that the tube did not fit correctly as the collection tube would not fill. Since she did not receive a callback she discarded the kit. Product numbers are not available.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based off of the user's area code. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ containment tube has been found experiencing underfill during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that the tube did not fit correctly as the tube would not fill. Spoke with a patient who called last week because she believed that the tube did not fit correctly as the collection tube would not fill. Since she did not receive a callback she discarded the kit. Product numbers are not available.